Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed. Returned instrument disposable/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during drain 1, fill 2, and last fill. There was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The hc device had failed the return instrument/disposable evaluation (ride) patient disposable accuracy testing due to the following values: drain 1 = 977.7ml, fill 2 = 653.2ml, last fill = 193.4ml. Allowable range for fill and drain is 774.0 ml to 821.0 ml, last fill 333.0 ml to 362.0 ml. A check of the pneumatic system found the pneumatic system working to specifications. Multiple short simulated therapies were performed and passed successfully. The cause for the additional issue ride patient disposable failed accuracy test was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.